Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed compromised force sensor system about a month ago during prime. Customer stated he wasn't on the device and had already reverted to his backup plan. The customer's blood glucose is unknown. Customer stated he did not want a replacement, but will return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also had a corroded battery tube. The operating currents are within specification and passed self-test, unexpected restart error test, rewind and displacement test. No compromised force sensor system alarms noted. The drive support was inspected and no anomaly noted. The insulin pump had minor scratches on the lcd window.